Event description:
The international customer reported the tidal volume displayed on the ventilator was reading zero. The customer reported the device was not in use on a patient; therefore, there was no patient involvement or harm. The service engineer confirmed the reported problem. The service engineer replaced the flow sensor to address the reported problem. The unit is now back in service.

Manufacturer narrative:
Flow sensor.